Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 1:45 pm at home. End-user stated that he tested hi blood glucose with his prodigy meter and received a result of hi. A normal result for him for that time of day is around 157 mg/dl. He then tested 4 more times and received a result of hi again. There was no food or medication consumed prior to going to the hospital. The end-user stated that he started to feel dizzy ad had a headache, so he went to (B)(6). Upon arriving his blood glucose was 72 mg/dl. His vitals were checked, and he did not receive any treatment for his blood glucose. He was told by the hospital staff to ensure he eats. End-user was educated to not use expired products.